Event description:
The subject device was implanted in 1998 during a posterior spinal fusion of l5-s1 with decompression. Pt diagnosed with spondylolisthesis l5-s1. In 1999, device was found to be broken and was removed in 2000.